Event description:
It was reported that the pulse generator was in backup vvi mode. An automatic firmware download was performed. The patient felt lightheadedness and dizziness during the backup vvi mode. The patient was stable after the event.